Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline was confirmed by the submitted photo and the abbott representative who performed the requested repair. The account reported damage to the silicone bend relief of the driveline at the distal portion near the system controller connector. An abbott representative performed a successful clamshell repair on 04jun2021. The patient remains ongoing on heartmate ii left ventricular assist system support, with no further related issues reported at this time. The heartmate ii left ventricular assist system instructions for use (lvas IFU) rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the silicone bend relief of the driveline at the distal portion by the metal collar. A clamshell repair was requested.